Event description:
During the insertion in the pt's eye, the tip of the inserter split damaging the lens. Another lens and inserter were used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2008-00231 for the intraocular lens used with this delivery device.